Event description:
Consumer had a pieced of floss ups broke off in his tooth, he was in pain and had to have it removed by a dentist. The dentist had to drill into his tooth to remove the floss piece.

Manufacturer narrative:
It appears that the consumer had a previous hole in the tooth that allowed the dental floss to enter it. The use of dental floss with an unhealthy, previously damaged or improperly restored tooth could exacerbate a pre-existing condition and cause unforeseen damage.